Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the single use loading unit (sulu) received displayed a full complement of staples. The knife assembly and white sleeve were partially disengaged. The pusher thumb piece was intact. Functional testing was performed which included returning the knife blade to it proper position in the knife blade channel. The loading unit was then loaded into a pmv representative instrument. The instrument was applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, on the first firing, when the surgeon tried to fire the device after setting the device onto the tissue, the lever did not advance and the device could not fire. The procedure was completed with another device. There was no patient injury.